Event description:
On (B)(6) 2021, a customer from foundation lab called hologic technical support (ts) to report discrepant aptima sars-cov-2 results. The customer noted that a sample from (B)(4) initially tested positive for sars-cov-2 on the panther instrument sn (B)(4) using assay lot 296997. The affected sample later tested negative within a few days of the initial testing. Customer requested for their logs to be reviewed. Of note, the second tests from the patient sample was a newly prepared sample. New aliquot tube is considered independent sample. The customer did not indicate that sample within the same tube produced a discrepant result.

Manufacturer narrative:
Hologic product application specialists (pas) and ts reviewed the logs which did not reveal any reagent or instrument issues. Pas noted that it is possible that the sample had low target and should be considered an independent sample due to variability in specimen handling and collection. The customer confirmed that results from the initial testing and the repeat testing were reported out. The customer was not sure if treatment was provided.